Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the cause of the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique as the pd nurse stated the patient is non-compliant with infection control. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) reported being hospitalized due to a pd related infection. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was hospitalized (date unknown) for peritonitis. It was reported the patient was treated with antibiotic therapy in the hospital and subsequently discharged home. Per the nurse, the patient is recovering from the peritonitis event and continues pd with same cycler. No further information about the hospitalization, or patient details would be provided. However, the nurse stated the peritonitis was not related to any issue with fresenius products. The nurse stated this patient is known to be non-compliant with infection control. Therefore, the nurse attributed the peritonitis event to a breach in aseptic technique.

Event description:
A patient on peritoneal dialysis (pd) reported being hospitalized due to a pd related infection. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was hospitalized (date unknown) for peritonitis. It was reported the patient was treated with antibiotic therapy in the hospital and subsequently discharged home. Per the nurse, the patient is recovering from the peritonitis event and continues pd with same cycler. No further information about the hospitalization, or patient details would be provided. However, the nurse stated the peritonitis was not related to any issue with fresenius products. The nurse stated this patient is known to be non-compliant with infection control. Therefore, the nurse attributed the peritonitis event to a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.